Event description:
It was reported that the procedure was being performed in the emergency dept. A kit was opened and the physician attempted to advance the wire into the pt's left femoral vein. After gaining access with the introducer needle, the physician was able to advance the wire into position. She then attempted to advance the catheter over the wire and experienced some resistance. She advanced the catheter over the wire and pulled the wire out slightly, advanced the catheter over the wire and again pulled the wire out slightly. When the catheter was in place, she then attempted to remove the guide wire but resistance was met but continued to apply pressure at which time the guide wire came out unraveled. The catheter was left in place and the entire wire was removed intact. There was no delay in treatment, no pt death, and no pt complications were reported. The physician also described how when she has difficulty advancing the wire she will turn the needle in different directions to see if the wire will advance and in doing so it sounded like there was some withdrawal and re-advancement of the wire through the needle.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.